Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, on an unknown timeframe post-implantation, the patient underwent revision surgery due to a soft tissue injury. The articular surface was exchanged without reported complication. Due diligence is in progress for this event; to date no additional information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.